Event description:
It was reported that the patient experienced dyskinesia after device was uncharged and then depleted, ipg was charged and turned back on but the patient's wife switched groups and pt experienced dyskinesia. The dyskinesia were severs and family called 911. The patient's wife decided that she did not want ipg turned off to see if dyskinesia resolved. The patient's wife seemed to believe she had 2 groups on at the same time and was confused about how to ¿turn one off¿. It was unclear as to what else was wrong with the patient besides dyskinesia. The patients daughter left message at 12:40 am on the manufacture's representatives cell phone saying dbs was ¿malfunctioning¿. Neither the patient's daughter or wife have returned calls for more follow up.